Manufacturer narrative:
Insulin pump received with button error alarm and no button response due to a flattened button dome switch. Unable to verify motor error alarm due to no button response. The device was also received in with a protruded drive support disk, scratched display window, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called about some issues she has had with the paradigm pump. The customer received a button error while on a cruise and received a motor error. The motor error occured during a bolus. Customer stated she was able to clear the motor error alarm after she received it. The customer said that she dropped the pump prior to receiving the motor error alarm. The customer also received another alarm during priming and noted that the drive support cap was sticking out. The customer's blood glucose level was 150 mg/dl. No further information was provided.